Event description:
On (B)(6) 2011, pt reported, the infusion set leaked insulin at the connection of the tubing and the headset. This has occurred with 2 boxes of infusion sets, and pt has noticed this because her blood glucose has elevated. On (B)(6) 2011, pt had a blood glucose reading in the 500 mg/dl range. Normal blood glucose is 70-120 mg/dl. When blood glucose is elevated, pt will change her infusion set and check her blood glucose every 30-60 minutes to be sure it is decreasing. Infusion sets were not exposed to excessive mechanical stress, squeezed, or bent. Infusion sets are sued for 12-15 hours before the leak of insulin is discovered. The headset is inserted using the insertion device. Infusion sets were replaced and requested for evaluation. Pt was also sent a different type of infusion set to try. F/u was completed on (B)(6) 2011. Pt switched to the different type of infusion set, and blood glucose returned to her normal range. The pt did not require treatment from a health care professional or second party to address the issue.